Event description:
Hospitalized for elevated blood glucose levels [blood glucose increased]. Case description: a physician reported that a patient, who was introduced to an induo insulin doser (date unknown) for diabetes (type unknown) was hospitalized due to elevated blood glucose levels. The physician also reported that the slide on the doser in question does not open and that the push button does not lock in place. No other information regarding the patient or the event was provided but further information has been requested.